Manufacturer narrative:
Per good faith effort (gfe) response, the customer confirmed the issue had been resolved but did not provide specifics on what was performed to resolve the issue. The device was also returned to service. The customer confirmed issue was resolved but did not provide specifics. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error for, "pressure regulation high" (diagnostic code 1009), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "pressure regulation high" (diagnostic code 1009), had occurred. The remote service engineer (rse) and customer performed a troubleshoot together. The rse then advised the customer of the manufacturer recommendations for repair and the customer stated they would test the device and call back. The investigation is ongoing.